Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, reported symptom "downstream occlusion issue" was reproduced after loading a set and programming an infusion. A review of event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor scale factor. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.